Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report by a physician from (B)(6) of peritonitis associated to peritoneal dialysis in a subject coincident with dianeal, extraneal viaflex, and nutrineal pd4 therapies intraperitoneally for dialysis support. On (B)(6) 2011, the subject was hospitalized for peritonitis associated to peritoneal dialysis, manifested by turbid dialysis liquid. The last dose of investigational therapy prior to the event was dianeal, lot number sb11ck2, 2000 ml on (B)(6) 2011 for a dwell time of 5 hours at home. On (B)(6) 2011, the subject was treated with vancomycin (1 gm amp every 5 days, IV). On (B)(6) 2011, the subject began treatment with piperacillin/tazobactam (2.25 g amp, IV every 8 hours). On (B)(6) 2011, piperacillin/tazobactam was discontinued, and the subject began treatment with meropenem (1 g, IV, every 12 hours). On an unreported date, investigation therapy with dianeal, extraneal viaflex, and nutrineal pd4 therapies was withdrawn. On (B)(6) 2011, the event resolved. It was not reported whether the subject was discharged from the hospital. The investigator stated that the peritonitis associated to peritoneal dialysis was severe in nature and not associated with investigational therapy or the trial procedure. An alternative etiology was not provided. Study reference: (B)(4).